Event description:
On (B)(6) 2019, pt was scheduled for aortogram and bilateral angiogram and possible intervention, successful pta of left internal iliac artery; due to the coating of the introducer from the micro sheath becoming stripped upon attempting to gain access in the right common femoral artery. The pt was referred to vascular surgery for bilateral common femoral artery endarterectomy and removed of sheath introducer in the right common femoral artery.